Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (charger fault) has been confirmed. Upon investigation the battery charger/modem would not power on. The battery charger exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective battery charger/modem. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not hold charge) has been confirmed. As received, the battery was able to power on a monitor but was unable to charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the defective battery. Device manufacturer date: charger: 04/23/2018, battery pack: 01/05/2018.

Event description:
A us distributor reported that a patient was experiencing battery charger problems and had a battery that was unable to hold a charge.